Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the haptic was found to be broken, torn, or missing. Additional information was received as there was no patient harm.

Manufacturer narrative:
Only half of the lens was returned in the lens case. Viscoelastic and what appeared to be blood was observed on the returned lens portion. One haptic was pulled from the optic, not returned. This may have been interpreted as the reported broken haptic. The optic was cracked in the haptic insertion area of the removed haptic. The optic had been cut into pieces across the center. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the batch record were met. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. Half of the lens was returned. One haptic was pulled from the optic, not returned. This may have been interpreted as the reported broken haptic. The optic was cracked in the haptic insertion area of the removed haptic. The root cause for the damage potentially is related to a failure to follow the IFU. A non-qualified viscoelastic was indicated. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).